Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the active system compared to a professional meter and a lab result within 1 minute: 63 mg/dl or 64 mg/dl (active) - it was not determined which value was actually received 458 mg/dl (doctor's meter) 458 mg/dl (lab) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.